Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments which was severed approximately 80 millimeters (mm) from the terminal end. Resistance tests were completed to assess electrical performance. Microscopic inspections of the terminal pin assembly and electrode body found bend approximately 30 millimeters (mm) from the terminal end and cuts in the suture sleeve. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.